Manufacturer narrative:
An event regarding crack/fracture of the stem involving a lfit v40 cocr head that was mated with a meridian stem was reported. The event was confirmed based on the medical review and evaluation of the returned device. Method & results: device evaluation and results: the stem fractured at the neck and the proximal portion remained in the head taper. The direction of fracture propagation was determined with macroscopic surface features. The fracture originated in the lateral region in fatigue, propagated in the medial direction, and ended in overload. Biological adhesion and damage consistent with contact against a hard object was observed on the anterior, posterior, superior and inferior surfaces. Damage consistent with contact against a hard object was observed on the inferior surface of the stem approximately near the location of fracture origin. Synovial fluid absorption and impression marks were observed on the proximal surface of the acetabular insert. Damage consistent with the explantation process was observed on the proximal surface and distal rim of the insert. Impingement from the stem was observed on the distal rim. Scratching and third body indentations were observed on the articulating surface of the insert; these are common damage modes of uhmwpe. Debris was observed on the articulating surface of the head. Damage consistent with contact against a hard objectedwas observed on the articulating surface and distal portion of the head. Elemental analysis showed the head and stem are both consistent with the astm f1537 alloy. Elemental analysis showed the porous beads are consistent with the astm f75 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant indicated:x-ray confirms fractured stem, need additional information; full primary op report and revision operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot or sterile lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
As reported: "[surgeon] reported to us that it was questionable whether the patient fell and then the femoral neck broke, or if the femoral neck fractured prior to the patient falling. That is all the information I have received at this time." Patient's hip was revised.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "[surgeon] reported to us that it was questionable whether the patient fell and then the femoral neck broke, or if the femoral neck fractured prior to the patient falling. That is all the information I have received at this time." Patient's hip was revised.